Manufacturer narrative:
Product complaint # (B)(4). UDI: unavailable, unknown. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that on (B)(6) 2019, during unknown procedure, to remove a left sided l5 verse screw. The surgeon decided to remove the left sided s1 verse screw as well and noticed that it have broken through the shank of the screw. The broken distal end of the screw remains in the patients s1 vertebrae, as it was un-retrievable. The retrieved portion of broken screw went to cssd for decontamination and will be available for collection. Surgical delay and procedure outcome is unknown. There was no patient consequence. This complaint involves one (1) device.